Event description:
In preparation of the roller pump for a cardiopulmonary bypass procedure, it displayed on overspeed error and stopped. There were no adverse consequences to the pt as a result of this event.